Event description:
It was reported that during an axsos proximal tibial complaint the screw head on the 4.0 screw popped off and broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.